Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor.

Event description:
Device malfunction: unable to recover filter basket. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure, the physician could not recover the rx accunet filter basket with recovery catheter 1 or recovery catheter 2. The physician was able to recover the filter basket with a non-abbott recovery catheter. There were no pt effects. No additional info is available.